Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and short of breath. The customer¿s blood glucose level was 303 mg/dl at time of incident and they gave a correction, blood glucose was 353 mg/dl and then it was 398 mg/dl and current blood glucose level was 408 mg/dl and treated with insulin pump. Customer stated that their blood glucose level was elevated. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was not active. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that their sensor died and getting sensor updating and then it failed. Customer declined troubleshooting for sensor issues. The sensor will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, insulin pump was monitored and functioned properly.